Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: neither x-rays nor surgical reports were provided; therefore, fit, orientation and surgical technique could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. It is also noted that the surgeon stated that the issue was not due to the implants but due to the abnormal anatomy of the pt. Evaluation codes: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain, instability, and valgus deformity. It should also be noted that after the revision, the pt suffered a heart attack, had a stent placed and developed complications from the catheter.